Manufacturer narrative:
The returned valve was patent and passed siphon and reflux testing. It was adjustable to all pressure level settings. It was not within specifications for preimplantation and pressure-flow testing. Dissection of the valve showed no anomalies. The valve did not pass leakage testing due to a small hole on the top of the delta chamber. It is unk how or when this damage may have occurred. The instructions for use that accompanies the valves caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records was not possible as no lot number was provided. All or our products are 100% tested at the time of manufacture.

Event description:
It was reported that the valve was changing pressure level settings.